Event description:
The customer reports that the device did not work in fusion mode. There was no injury to the pt. A second device was used to complete the procedure. Further questions have been submitted to customer. The incident device was returned with a broken snaps. The snaps were not returned with the device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.